Event description:
The customer reported they finished one case and went to start a second when the image on the monitor started rolling. They made fluoro, and the image continued to roll. They rebooted the machine, and the monitors came up all white. The customer completed the case with another c-arm.

Manufacturer narrative:
The ge service rep booted the machine, and it functioned properly. He reseated all boards in the workstation, cleaned the fan filter and dusted inside the emi box. The rep ran the system and tested all functions. System functions as intended.